Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user reused the same cartridge multiple times filling the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.